Event description:
Damage was reported to the pump housing surrounding the usb port, affecting the customer's ability to charge the pump, although the pump had not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement under warranty and instructed the customer on using multiple daily injections as a backup therapy. Instructions were also provided for putting the pump into storage mode before its return, and arrangements were made for the pump to be returned with a pre-paid label.